Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver and an adverse event. The patient stated that she was sitting on the couch watching television and was not feeling well. She looked at the receiver and it was reading below 50 mg/dl and indicated that she and her husband did not hear the alert or vibration from the receiver. The patient stated that she drank juice and was fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.